Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call of a no delivery alarm from the insulin pump. The customer's blood glucose level was 570 mg/dl. The customer stated that he has been having issues with his pump not giving insulin. The customer stated that he was not able to get his blood glucose down, and might result to going to the hospital. The customer stated that he also received a motor error. Customer is unable to troubleshoot because he does not have any supplies to change the infusion set. Customer was on his way to the hospital.